Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 584 mg/dl. Pump showed an insulin on board of 4.05 units and after administering a 10 unit syringe bolus, bg did not did not "seem to respond to the sryinge bolus". Customer did not test for ketones and did not have any "injury" or need assistance. Tandem technical support had the customer disconnect the infusion set tubing and insulin was observed exiting the tubing. Pump history showed no alarms. Customer reported infusion site may be in scar tissue, but was uncertain. Reportedly, customer discussed event with a healthcare provider.